Event description:
A report was received that the tunneling tool was cracked after a procedure.

Manufacturer narrative:
Device evaluation indicated that the tunneling tool did not pass visual tests performed. The complaint of straw deformation was verified. The tip of the straw was deformed in a consistent manner as with damage sustained when the straw end encounters resistance during the tunneling activity (i.e. Is snagged).